Event description:
Negative advia centaur xp hepatitis b e antigen (hbeag) results were obtained for samples from three patients. (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) is unknown. The clinical condition of the patients is unavailable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hbeag assay is an in vitro diagnostic immunoassay for the qualitative determination of the hepatitis b e antigen (hbeag) in human serum and plasma using the advia centaur and advia centaur xp systems. This assay is used in combination with other hepatitis b virus (hbv) marker assays to define the clinical status of known hbv infected patients. Use this assay as an aid in diagnosis of individuals with acute and chronic hepatitis b infection."